Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The third party service agent then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. Based on the information available, it's reasonable to conclude that the cause of the reported issue was that the shock switch, which is located on the main keypad assembly, was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report that during a training session they attempted to deliver a 200 joule shock, however, the user did not feel that the shock had been delivered. There was no patient use associated with the reported event. The electronic record that was generated during the training session confirmed that a "service" event had been logged by the device when the customer had attempted to deliver the energy. A third party service agent who evaluated the device confirmed that the device had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy at the same time that the "service" event had been recorded in the electronic record, confirming that the energy was not delivered during testing.

Manufacturer narrative:
Section e1 of the initial medwatch report indicates: initial reporter postal code ¿ blank. Section e1 of the initial medwatch report should indicate: initial reporter postal code ¿ (B)(6).

Event description:
The customer contacted physio-control to report that during a training session they attempted to deliver a 200 joule shock, however, the user did not feel that the shock had been delivered. There was no patient use associated with the reported event. The electronic record that was generated during the training session confirmed that a "service" event had been logged by the device when the customer had attempted to deliver the energy. A third party service agent who evaluated the device confirmed that the device had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy at the same time that the "service" event had been recorded in the electronic record, confirming that the energy was not delivered during testing.

Event description:
The customer contacted physio-control to report that during a training session they attempted to deliver a 200 joule shock, however, the user did not feel that the shock had been delivered. There was no patient use associated with the reported event. The electronic record that was generated during the training session confirmed that a "service" event had been logged by the device when the customer had attempted to deliver the energy. A third party service agent who evaluated the device confirmed that the device had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy at the same time that the "service" event had been recorded in the electronic record, confirming that the energy was not delivered during testing.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611-18-2019-001c is relevant to the reported issue.